Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer's blood glucose (bg) displayed as "high" ; although specific value was not provided. Customer addressed the elevated bg by manual insulin injection. The customer continued to use the pump for insulin therapy.